Manufacturer narrative:
The vessel sealer extend instrument has been discarded and hence will not be returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs for the procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument did not seal adequately. The surgeon reportedly converted the da vinci-assisted surgical procedure to an open surgery in order to control the bleeding. However, the surgeon stated the vessel sealer extend instrument did not have a complete seal because the ileocolic artery was ¿heavily calcified." However, the vessel sealer user manual indicates: warning: ¿do not use these instruments on calcified vessels, as inadequate sealing may result.

Event description:
It was reported that during a da vinci-assisted right colectomy procedure, it was alleged that the vessel sealer extend instrument "did not seal." As a result, the patient allegedly experienced "a lot of bleeding," and the robotic procedure was converted to an open traditional surgical procedure. On (B)(4) 2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr indicated that the surgeon was able to use the vessel sealer extend instrument without any issues up until the event occurred. The surgeon skeletonized the ileocolic artery and then attempted to seal and cut the vessel. The csr stated that the patient experienced "a lot of bleeding" after the surgeon sealed and cut the ileocolic artery. The surgeon tried to clamp the bleeding vessel with a grasper instrument; however, the bleeding could not be controlled. Due to the bleeding, the surgeon decided to convert the surgical procedure to open surgery. After the case was converted to open traditional surgery, the surgeon used a ligasure impact instrument to stop the bleeding; however, the bleeding was not controlled. The surgeon tied the vessel to control the bleeding and completed the surgical procedure with no further issues. The estimated blood loss was about 500 ml, and 1 or 2 units of blood were administered to the patient. It was reported that the surgeon believed the vessel sealer extend instrument did not have a complete seal because the ileocolic artery was "heavily calcified." The csr stated there was no video recording of the procedure. The csr also confirmed the following information; the size of the vessel was less than 7mm, the surgeon did hear the audible tones indicating the sealing cycle was complete, and the surgeon did not know that the vessel was calcified before he attempted to seal and cut the ileocolic artery. It was also confirmed that the electrosurgical unit (esu) settings were within manufacture's specifications. The csr confirmed that the patient tolerated the conversion to an open traditional surgical procedure well, and was reported to be recovering well. The csr confirmed that the vessel sealer extend instrument has been discarded and hence will not be returned to isi for evaluation.